Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to needle to cuff miss with foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified left common femoral artery using a prostyle device after an interventional balloon angioplasty procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A posterior foot break was noticed when removing the device. The foot was found in the tissue tract of the access site and removed. A cut-down was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.